Event description:
It was reported by the sales representative that the bur burned patient during surgery.

Manufacturer narrative:
The complaint device has not been returned. Additional information will be provided when the investigation is completed.